Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received an unknown drug via an implantable pump. On (B)(6) 2017, during a procedure, the catheter broke. Patient symptoms were not reported at this time. It was unknown if there were any external, environmental, or patient factors that may have led or contributed to the event or if troubleshooting and/or diagnostic testing occurred. Actions taken included changing the catheter. The implant and explant date were both reported as (B)(6) 2017. There were no further details available at this time. The catheter was reported as lost as it was thought an hcp had thrown out the catheter. At the time of the report, the issue was reported as resolved and the patient¿s status was unknown. No further complications were reported/anticipated. Event details have been requested. Additional information was received. The hcp did implant the pump and catheter on (B)(6) 2017. The reason for the surgical procedure (catheter implant) was provided as due to a pump implant. It was stated that the catheter broke during the implant procedure, and was replaced by another catheter. No testing or troubleshooting was performed. The cause of the catheter breaking was not known. The pump serial number was not known. The pump remained implanted and in-service. There were no patient symptoms. No further complications were reported or anticipated.